Event description:
It was reported that about 2 hours into a laparoscopic liver resection, the blade of the ultrasonic surgical device fell off inside the patient¿s body. The blade was retrieved using forceps and the procedure was completed with a backup device

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.